Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer experienced hyperglycemia and insulin pump had no delivery alarm during manual prime. The customer blood glucose level was 500 mg/dl. The customer was assisted with troubleshooting and declined. The customer was treated with insulin pump for high blood glucose. Customer reported that insulin did not exit the tubing with manual prime. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery alarm noted during test.